Event description:
It was reported the customer received a blank display after changing their battery. It was also found the customer had a battery out limit alarm prior to the blank display. Customer also stated their were several cracks around their reservoir compartment. The customer could not recall how the damage had occurred to their insulin pump. Customer's blood glucose was 419 mg/dl. The customer also reported the bolus wizard was not effective in treating their high. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.